Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclp xtw was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to 4.

Manufacturer narrative:
H6: health effect: impact code: removed code 2199. Added code 4614. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation cannot be determined. However, tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.